Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there were no changes that led to the elective replacement indicator. The patient went to turn it on and saw the elective replacement indicator immediately followed by the end of service message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the patient programmer (pp) wasn¿t working until she put new batteries in it. The patient reported that when she powered on the pp with new batteries in it, she thought she saw the end of service (eos) screen. The patient confirmed that the screen she was currently seeing was actually elective replacement indicator (eri). There was an allegation/dissatisfaction with ins longevity. The patient reported that she was told the device would last 7-10 years. No further complications were reported.